Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code as non-resettable. There was no adverse impact to the customer's blood glucose level. The technical support team planned to replace the pump since it was not under warranty, and the customer opted not to take an out-of-warranty loaner pump. The resolution involved coordinating with retentions due to a previous mix-up, where the customer received an incorrect pump model. The correct teams were addressing the customer¿s order and questions to resolve the situation.